Event description:
It is reported that during impaction of the stem, there was a propagation of the osteotomy. A series of cables were placed around the fracture.

Manufacturer narrative:
Evaluation summary: surgical notes were provided which noted that the pt had a type a femur and was very tight distally with thick cortices. Femoral rasping began with size 8mm and sequentially increased by half mm increments to 11.5mm. It is unk if excessive force was used to insert the final femoral stem which caused the fracture. It is unk if proper rotational alignment prior to impaction was achieved. Surgical technique states, "failure to achieve proper rotational alignment prior to impacting the stem may result in femoral fracture or prevent the stem from being fully seated." A definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.